Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. Baseline measurements from the transesophageal echocardiogram (tee) were 17-22mm. The patient was sufficiently hydrated and the la pressure was 15mmhg. The patient was in atrial fibrillation. A 27mm watchman laa closure device was successfully implanted. All of the release criteria were met and the device had 20 percent compression. An echocardiogram was performed the following day and the closure device was noticed to have embolized to the left ventricle outflow tract (lvot). The patient was asymptomatic and remained in atrial fibrillation. The patient was sent to emergent surgery and the device was successfully removed. The laa was not ligated during surgery. The patient is currently doing well and has since been released from the hospital.